Event description:
During gastrointestinal bleeding the needle did not retract inside the catheter. During analysis performed in 2000, upon actuation of the device the hypotube/needle protruded through catheter.